Manufacturer narrative:
Device evaluation: (B)(4), visual analysis of the returned device identified, broken shell, underweight, flat creases. A microscopic analysis was performed which identified, broken shell with sharp edge on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: broken shell with sharp edge assessed, as unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.